Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Adverse event: hypersensitivity, clots. Time of adverse event: after vessel closure. Device issue: none. It was reported that a physician trained in the use of the starclose se device, achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, the patient developed a hypersensitivity from the starclose se clip. "Several days" later a clot in the leg developed. The clot and the starclose se clip were surgically removed. There were no reported adverse patient sequelae. No additional information was provided.